Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact on the customer's blood glucose level. The customer declined further technical support, and no additional information was received regarding any subsequent actions taken.